Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed a no delivery which he could not resolve. The customer's blood glucose level at the time of the event was 398 mg/dl. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. The customer's mother stated that the sites were rotated. She stated that the tubing was not bent or kinked. He was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will not be returned for analysis.